Event description:
One endeavor sprint rx drug eluting stent diameter 3.5 mm length 30 mm was implanted in the proximal lad. Operation resulted in 0% stenosis and ivus confirmed complete apposition of the stent to the vessel wall. Approximately one month post index procedure sudden bleeding on the diverticula of the colon was observed. Patient was treated with clipping operation and warfarin was withdrawn. The investigator reports that the event had no relation to the product, zotarolimus or procedure. Patient is reported to have recovered. Procedural cd images or procedural notes have not been provided for review. No additional clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Results: (based on the information provided no root cause can be determined), (gi bleed). Conclusion: (based on the information provided no root cause can be determined).